Event description:
Customer called to report high blood glucose levels. Customer's blood glucose reading was 429 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. No delivery anomaly was noted during testing. All boluses were delivered and properly recorded in bolus history. Unit received with minor scratched lcd window and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).